Event description:
On an unknown date, a patient in in switzerland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. It was reported that the patient discontinued duodopa therapy due to repeated abdominal discomfort and inflammation of the peritoneum (peritonitis).

Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Peritonitis is a known complications of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.